Event description:
A dr performed a cardiac resynchronization therapy that used one cronus moderate support wire to deliver a medtronic lv lead successfully. This was a magnetic navigation procedure that used a cronus moderate support wire where the tip sheared off. The wire had prolapsed prior to the shearing. Both parts of the wire were returned. The tip was in the lead and did not stay in the patient. The procedure was completed without incident.